Manufacturer narrative:
(B)(4).

Event description:
It was reported that during transport, the ventilator generated a "no battery capacity" alarm after 15 minutes while it was connected to a pt. The customer also stated that prior to the start of transport, the total battery backup time displayed was 82 mins, but at the time of the alarm the 2 battery modules had only 6 and 7 minutes battery capacity left respectively. The pt was bagged and the ventilator was replaced. (B)(4).